Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a manufacturer¿s representative regarding a patient¿s implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2016 that there were discrepancies when refilling the pump. A dye study was attempted, but the physician was unable to aspirate the catheter. The issue had not been resolved. An email was received from a manufacturer¿s representative on 2016-10-21 in which it stated that the patient was receiving good therapy. There is no catheter revision scheduled. The patient is being medicated through the pump with morphine (unknown dose and concentration). The patient¿s status is unknown. There were no patient symptoms reported and the patient was considered to be "alive-no injury". The volume discrepancies first started occurring 12 months ago. No symptoms were reported. The expected volume was 2 ml and the actual volume was 19 ml. It was unclear what caused the volume discrepancy, but it was "most likely" due to a catheter occlusion. A catheter dye study and a rotor study were performed, however they were unable to perform the catheter dye study as they were unable to aspirate from the catheter access port.

Manufacturer narrative:
The other relevant components include: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter, product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a healthcare professional and a manufacturer's representative regarding a patient's implantable infusion pump. It was reported on (B)(6) 2016 that there were discrepancies when refilling the pump. A dye study was attempted, but the physician was unable to aspirate the catheter. The issue had not been resolved. An email was received from a manufacturer's representative on (B)(6) 2016 in which it stated that the patient was receiving good therapy. There is no catheter revision scheduled. The patient is being medicated through the pump with morphine (unknown dose and concentration). The patient's status is unknown. There were no patient symptoms reported.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the manufacturer's representative on (B)(6) 2017. It was reported that the system was explanted and replaced on (B)(6) 2017. It was reported that the catheter was replaced due to an inability to aspirate, and the pump was replaced due to a motor stall. It was reported that when the catheter was revised there was no fluid in it; it was indicated that there was a possible occlusion somewhere, which may have led to the volume discrepancy. The patient did not complain of withdrawal or a change in symptoms until after the pump was placed to minimum rate. Subsequently, the patent stated that her pain had increased due to the decrease in rate of the intrathecal drug delivery system. It was stated that the patient has since recovered and is receiving good therapy.

Manufacturer narrative:
Other applicable components are: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving morphine via an implanted pump. Indication for use was noted as non-malignant pain and post lumbar laminectomy. It was reported that in (B)(6) 2016 there was discrepancies when refilling the pump. A dye study was attempted. Interventions/actions were in progress.

Manufacturer narrative:
Other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver morphine (20 mg/ml at 0.123 mg/day) and clonidine (60 mcg/ml at 0.368 mcg/ml). Analysis of the pump found no anomaly. The catheter was returned for analysis. Analysis of the catheter found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.